Manufacturer narrative:
(B)(4).

Event description:
It was reported during device implantation, ventricular double counting was observed due to crosstalk. The patient returned to the hospital and custom programming changes were made. The patient condition is great. The patient will return for a three month follow-up.